Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Following a fall, patient experienced "looseness" (instability) of her knee and specifically her patella, and was taken to the operating room on (B)(6) 2018 to address patellar subluxation with a medial patellar fracture of the native patella, with feelings of knee joint instability, particularly in flexion. Scheduled as an examination under anesthesia, it was discovered that the patient's medial collateral ligament was now grossly incompetent, causing excessive valgus instability. The knee was opened, a lateral release was done to address the patella subluxation. The native patella fracture fragment was not contributing to the subluxation. It was determined that a more definitive revision surgery with conversion to a hinged knee construct would be required to address the medial collateral ligament incompetence and valgus instability. No products were revised within this surgery though. An unk knee patella is addressed on this complaint. The unk knee femoral component has already been addressed and reported within complaint (B)(4). On (B)(6) 2018, patient's right knee was revised to a hinged knee prosthesis to address the gross valgus instability. This is the subject of complaint (B)(4). Subject i.d: (B)(4). Associated study: dots. Doi of (B)(6) 2018. Dor of (B)(6) 2018.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.